Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735773, serial/lot #: unknown ; product ID: 9735787, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the navigation system. It was reported that outside of a procedure the system was indicating a battery service error and died when unplugged from the wall. There was no patient present. The system was showing plugged in and charging with battery listed at 100%, but as soon as the manufacturer representative (rep) unplugged the system it immediately powered down.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the ups and battery was replaced. The system then passed the system checkout and was found to be fully functional. B01, c02, d14 applicable codes. H3: analysis found on battery- analysis determined the battery was tested (52.01v) with accompanying ups for a 24hr period. Ups did shut down immediately when unplugged from main power. Battery showed to have some leakage and failed a terminal to terminal test with multi-meter for a dead cell. Ups was then tested with a known good battery and tested with no issues. B01, c02, d14 applicable codes. Sn# updated to 2020. H3: analysis found on ups- analysis determined the ups was tested with accompanying battery for a 24hr period. Ups did shut down immediately when unplugged from main power. Battery showed to have some leakage and tested to have a bad cell when tested terminal to terminal with a multi-meter. Ups was then tested with a known good battery for an extended testing period and tested with no issues. Ups was then unplugged from main power and continued to run under known good battery's power for the set 11.5 minutes before ups shut down as programmed. B01, c19, d14 applicable codes. Sn# updated to s20130046. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.